Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic right hemicolectomy procedure, clipper failed to form clips properly and made crunching sound when fired. Another device was used to complete the procedure. There were no adverse consequences for the patient.